Event description:
The customer observed falsely elevated architect cyclosporine assay results that were questioned as being higher than expected. An initial result of 203 ng/ml retested at 101.7 ng/ml. Controls have remained within specifications. There have been no issues with any other assays. There is no impact to patient management reported.

Manufacturer narrative:
Investigations were conducted to find the probable cause of the architect cyclosporine assay discrepant patient results. It was concluded that the most probable cause was a reaction vessel (rv) resin change sourced from a new vendor. When the customer mixed reaction vessels from both resin lots for assay calibration and/or assay test runs, an increase in discrepant results was seen along with calibration failures and controls shifting and/or reading out of specifications. It was found that there is greater adherence of the cyclosporine/microparticle-cyclosporine complex to the rv wall for rvs made using the resin from the new vendor versus the resin rvs from the former vendor. The investigation also found that the resin rv lot to lot variability of the new vendor is not causing assay performance issues and that the resin change did not cause sample concentration shifts in customer data. Customers had been informed by product correction letter (B)(4) to only use rv lots manufactured with the same resin for the architect cyclosporine assay. If these instructions are followed, assay precision is restored to within package insert claims. Per current product availability, only the new vendor resin is now being manufactured and used exclusively for reaction vessel production. Since using the reaction vessels manufactured with the new resin formulation, the calibration curve is slightly flatter, which results in higher %cvs than previously observed with the assay, but still within precision claim of less than 15 %. The architect cyclosporine assay will be included in future testing of any resin changes. Improvement efforts are ongoing and planned to be finalized fourth quarter 2013

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A product deficiency has been identified and an investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(6).